Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. However, corrective and preventative actions have been implemented to address the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. All information received will be used for tracking and trending purposes.

Event description:
The customer reported the middle of the hose/line is broken. Per additional information provided on (B)(6) 2023, the tube was broken in two pieces and was noticed before use.